Manufacturer narrative:
H.3., h.6.: evaluation summary: a surgery database performance verification was conducted on this system and the analysis determined that the laser performance factors analyzed were operating within specification for the time of this patient's surgery.

Event description:
A system operatpr reported one patient with an unexpected outcome following lasik surgery. Patient records were received and reviewed. This patient experienced a decrease of 3 lines bcva in the right eye a the 3 month post-operative exam. In the early post-operative period, the patient reported blurry distance vision and a foreighn body sensation. The records indicate she was also expericing dry eyes. Additional information is pending.